Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed, and the reported failure (error 32097) was confirmed via the error logs and replicated in-house. The unit was tested on an in-house system in normal mode where it triggered errors 31226 and 1126. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the fiber test on the parallelogram and the rolling loop.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer was experiencing errors 32097 on the universal surgical manipulator (usm) 4. The errors were on the axes controller arm (aca)/axes controller motor (acm) boards of usm 4. The customer got the error a few times during the case and had to press recover fault. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the universal surgical manipulator (usm) 4 was disabled and the surgeon continued using three usms. However, the fault continued popping up during surgery. The procedure was completed robotically with the defective usm and patient side cart was replaced for the next surgery. There is no report of complications to the patient.